Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that a new bag of tacrolimus was started at 2342 with a programmed rate of 22.3ml/hr. Two (2) clinician check documented for correct ordered rate of 22.3 ml/hr. At 0200 and 0600 the rate dose verify was documented by clinician. At 0733 rate dose verified with oncoming clinician. Volume to be infused (vtbi) was 83.1 ml. Bag should have completed at 1100, however was completed sooner. Pump and channels sequestered for biomed investigation. There was patient involvement, but the outcome is unknown. Although requested no further information was provided by the customer.

Event description:
It was reported that a new bag of tacrolimus was started at 2342 with a programmed rate of 22.3ml/hr. Two (2) clinician check documented for correct ordered rate of 22.3 ml/hr. At 0200 and 0600 the rate dose verify was documented by clinician. At 0733 rate dose verified with oncoming clinician. Volume to be infused (vtbi) was 83.1 ml. Bag should have completed at 1100, however was completed sooner. Pump and channels sequestered for biomed investigation. There was patient involvement, but the outcome is unknown. Although requested no further information was provided by the customer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.